Event description:
A defective/fractured specify dual channel spinal cord stimulator lead was explanted after the patient had loss of stimulation and the x-ray showed evidence of a fractured lead. The patient underwent placement of a spinal cord stimulation system via laminotomy. The stimulator worked well to relieve pain for approximately two months until the patient was unable to adjust the stimulator. The patient complained of hearing three beeps when using the handheld programmer, and thought the battery was depleted. Twenty days later, the patient was seen in the clinic where the medtronic clinical support assessed the stimulator and found contacts used in the existing parameters had impedances of 4000 ohms. The stimulator was reprogrammed in an attempt to provide adequate coverage using different parameters. The patient tried using the stimulator with the new parameters for two weeks, but complained that he barely felt stimulation down to ankles, and none in his feet.